Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, damaged blades were found due to normal wear.

Event description:
Device was returned for service. During service, technician found broken lamellae leading to motor being blocked, defective security lock, and casing heavily worn out. Pre-test repair test results showed failed temperature, sound and rpm testing.